Event description:
Treatment date: 2003. Fossa was crossed with an x-sept sheath through a small 'pfo' without incident (no needle puncture required) (l/n 25470103). After advancing the x-sept sheath distally (to protect the tip of the dilator), the sheath was introduced into the left atrial appendage, per standard procedure. Prior to administration of angiomax, a thrombus was noted at the sheath tip; the thrombus was aspirated through the side arm of the sheath without incident. Angiomax (bolus) administered through an IV line, followed by a constant drip. Review of the 'tee' tape by dr. Indicated that the tip of the left atrial appendage and grew proximally, eventually becoming attached to the tip of the x-sept sheath. The remainder of the case proceeded without incident. Dr. Commented that he has seen instances of thrombus formation in the past when performing 'pfo' closure procedures. And further commented that formation of the thrombus may have been associated with the presence of the large sheath in the la/left atrial appendage for several minutes before administration and circulation of the angiomax. Dr. Stated that for future cases, he would ask his support staff to prepare the angiomax ahead of time, so that it would be ready to administer quickly after introduction of the sheath into the left atrium. Dr. Did not appear to be especially alarmed by this incident.